Event description:
Consumer alleges the chair was not ordered with the correct footplate. Because he does not have the footplate his leg is allegedly dragging.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges the chair was not ordered with the correct footplate. Because he does not have the footplate his leg is allegedly dragging.

Manufacturer narrative:
Delivered the outside edges and they worked out good. Unit is working properly.